Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call reservoir occlusion. Customer's blood glucose level was 20 mmol/l. Customer's mother advised the insulin flow was blocked during a bolus delivery. The site was changed and the device was rewinded, but the insulin flow was still blocked. Troubleshooting for the insulin flow blocked alarm was performed. Customer advised the fill tubing and insulin flow blocked alarm is recurring. Customer advised the cannula is bent. Customer's mother was advised to return the infusion set and reservoir. Customer's mother was advised they would receive a replacement set and reservoir.